Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate generator, model # m-4900-07, s/n: (B)(4), smartablate pump, model # m-4900-08, s/n: (B)(4), lasso nav variable eco catheter, model # d-1343-01-s, lot # 17465453l, soundstar eco catheter, model # m-5723-17, serial number unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation using a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The effusion was noticed during the procedure, and pericardiocentesis was deemed necessary. The patient was stabilized and transferred to the coronary care unit for observation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.